Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed noise on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found that the insulation was abraded at 15.3 cm to 15.6 cm from the connector pin. The abrasions were consistent with exposure of the outer coil at the abrasion zone.